Event description:
It was reported that device is not recognizing syringe. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed pole clamp screw stripped, otherwise good condition. Customer's reported issue was duplicated during occlusion test. Calibration for size shifted. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: recalibrated and tested per procedure.